Manufacturer narrative:
(B)(4). Catalog number from 5c8310 to 5c8310r. The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A short simulated therapy was successfully performed. The homechoice device received functional testing. A visual inspection was performed. Upon conclusion of the investigation, the cause of the reported issue was determined to be use error, tidal total ultrafiltration removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted."

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 105 (night drain #5) alarm. The alarm occurred after use and it indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The technical service representative explained the large drain volume in cycle five which equaled 4315ml. The cycle five ultra filtration (uf) equaled 2315ml. There was no patient injury or medical intervention associated with this event. No additional information is available.